Event description:
A stryker sagittal saw was sent in for repair due to overheating during a procedure. The procedure was successfully completed with another device; no adverse event was associated with the device.

Manufacturer narrative:
Quality investigation revealed corrosion damage throughout the internal parts of the device. The press plug, motor, rotor, bearings and other component parts were damaged. The damaged parts were replaced and the device was repaired and returned to the customer.